Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose of over 600 mg/dl. The high blood glucose was treated with pump and troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see additional information.

Event description:
The customer called back that they were hospitalized on (B)(6) 2017 with high blood glucose of 600 mg/dl. The customer did not recall any significant events leading to the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 577 mg/dl. Customer treated their blood glucose with manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.